Event description:
Subsequent information from the local field representative (fr) indicated that the impedance was acceptable for the following physician. There were no programming changes made. No adverse patient effects were reported. The lead remains in service.

Event description:
Boston scientific crm received information that this left ventricular (lv) lead displayed pacing impedances of greater than 2000 ohms. Sensing and thresholds were stable and consistent. A request for additional information has been made. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.